Event description:
As stated in incident description form (B) (4): the caregiver was attempting a movement from the bed to the wheelchair. The wheelchair was positioned so the movement would be completed coming in to the side of the wheel chair. During the lift, the caregiver noticed the resident was not centered in the wheelchair. So the caregiver attempted to center the resident by pushing the resident in the sling. The legs were not positioned to the outer most position, this caused the entire lift to tilt over. The caregiver attempted to save the resident by putting herself in the way of the falling maxi move, pinning the caregiver between the maxi move and the wheelchair, causing the injury. An arjohuntleigh investigator has examined the device and found that the maximove has some surface scratches on the legs and base. The scale cover also has signs of being mishandled (paint from the door jams). The sling is in good condition, no signs of door fraying or tears were noticed. A function test was performed and showed that the maximove operates to OEM specifications.

Manufacturer narrative:
Additional comments from personnel: the interviewed persons ((B) (4) and (B) (4)) were under the assumption the lift was performed incorrectly. The caregivers interviewed each had conflicting descriptions of the incident. Additional information from the investigator: the unit is in good working order and the sling is in good condition as well. The way the caregiver describes the incident, it is hard to understand how the lift would fall forward without an improper transfer .